Event description:
It was reported that the patient was admitted on (B)(6) 2024 for the left ventricular assist device (lvad) implant but experienced a complex postoperative course. The patient experienced interoperate right ventricle (rv) laceration which was repaired with plegetted stitch and a pericardial membrane patch over the repair site. The patient's ascending aorta was noted to have been fragile and caused profuse bleeding and tissue tearing despite the revision. The fragile aorta was excised and patched with a gelweave graft, and lvad outflow graft was anastomosed to it. The lvad then had to be explanted and the sewing cuff was redone due to the profuse bleeding at the left ventricle (lv) site near the sewing ring. The rv dysfunction required right ventricular assise device (rvad) centrimag support. However, after the initial optimal function of centrimag rvad and lvad, the rv suddenly became tense with good rvad flow but a drop in lvad flow. Therefore, patient was put back on cardiopulmonary bypass and decision was then made to convert centrimag rvad to ECMO support with temporary chest closure. Post-operatively the patient's condition became further complicated by coagulopathy with multiple low flows. The patient was given a blood transfusion was and was brought back to operating room (or) on (B)(6) 2024 for relook and hemostasis. Bleeding was noted primarily at the aortic anastomosis site which was reinforced with another plegetted stitch. An intraoperative transesophageal echocardiogram (tte) showed a collapsed lv and rv cavities, mild aortic regurgitation. A chest washout was performed and then repacked with temporary closure after hemostasis was reattempted. The patient had persistent hemodynamic instability due to ongoing bleeding despite maximal inotropic requirement since admission to the cardiothoracic intensive care unit post-operatively. ECMO flows were suboptimal at less than 2 lpm, while lvad flows were less than 1 lpm. The patient's condition continued to decline despite maximal inotropic support. In view of poor prognosis, the family decided to terminate the lvad. The patient passed away on (B)(6) 2024 following the withdrawal of life support and filed as a coroner¿s case. No coroner¿s post mortem, cause of death is ischemic heart disease. Log files were submitted for evaluation and found low speed advisories due to the pump speed being set to 4000 rpm and the low speed was set to 42000 rpm. The log files showed the speed was changed to 3900 rpm at 18:41, intentional pump stops occurred at 18:55, and the driveline was disconnected at 19:03.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b1: corrected. Section b3: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), the patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. The controller event log file contained relevant events on (B)(6) 2024, spanning from 18:36:05 to 19:04:33. The pump appeared to have been operating as intended at the set speed until support was withdrawn and the driveline was disconnected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. C contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures," explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.